Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the subject device caught fire at the fiber connector. The issue was observed during setup. There was no patient harm reported as a result of this event. This is report 2 of 2.